Event description:
While placing the implant during rotator cuff repair, the hole for the arthrex bio-composite corkscrew ft suture anchor was punched to the laser line on the punch. When the anchor was started in the hole, the tip bound and snapped off at the distal end of the screwdriver. Attempts to retrieve broken tip were unsuccessful, and therefore the tip was retained in the bone.arthrex rep aware and stated there is a learning curve with this new product.